Event description:
It was reported there was an issue with recharger / recharging. There was a broken recharger belt. There was an issue with buckle belt recharge antenna. There was a por (power on reset) condition on patient's recharger. Redirected caller to repair department. There was an issue with the patient programmer. The patient was not able to adjust stimulation. Display showed "call your doctor" icon. There was a por condition. This action resolved the reported issue. Reviewed clearing por condition with caller. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID a01411002, product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008; product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008; product type extension.